Event description:
It was reported that signal loss over an hour occurred on for receiver with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over an hour is reportable because a loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).